Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-06974, 24148.

Manufacturer narrative:
Results: functional testing of the leads revealed one of the leads failed continuity testing on channel 6. The electrical open was isolated to the stimulation end electrode. The other lead passed functional testing. Conclusion: there was no alleged device failure reported; therefore, a complaint cannot be confirmed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.